Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, the balloon ruptured during deployment of a 26mm sapien 3 ultra valve. The user indicated that the nose cone and distal part of the balloon became separated from the delivery system. There was no damage to the first esheath. Although they opened a second sheath towards the end of the case, the sheath was not needed and was not used. There was no report of any injury to the patient.

Manufacturer narrative:
The edwards 26mm commander delivery system was returned unlocked between valve alignment and default position, with full loader assembly over the flex shaft, guidewire inserted, no flex, no fine adjustment used, and distal tip separated. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The returned device was evaluated, and the following was observed: balloon burst confirmed on tapered part of balloon. Guidewire lumen appears cut with spring attached. Distal tip of balloon returned separated - appears to be missing balloon pieces. Adhesive present on guidewire lumen (where the spring attached) and nose tip (where the gwl attached). The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification per drawing. The complaint for "general risks - failure - balloon burst" was confirmed by visual inspection of the returned device as well as review of the provided imagery. A review of imagery revealed the following: balloon was ruptured with nose tip and distal part of the balloon separated. A portion of the balloon guidewire was cut, and the stretched-out spring remained attached to it. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. As reported, there was moderate calcification in the annulus/leaflets and the sinotubular junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. In addition, the technical summary outlines the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigation are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. A technical summary is applicable to this complaint. As such, an engineering evaluation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no product non-conformance or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation and corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
Additional information was obtained when article ''percutaneous retrieval of a ruptured sapien ultra balloon'' was found to be related to this case. The provided images from the article were reviewed. Imagery of the aortic valve showed calcification at the level of the sinotubular junction. Cine showed balloon rupture during deployment. Angiography images showed that the nose cone was snared and removed from the body through the sheath. Balloon was ruptured with nose tip and distal part of the balloon separated. A portion of the balloon guidewire was cut, and the stretched-out spring remained attached to it. The new information did not change the root cause of the event. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: basman c, kodra a, mustafa a, rene g, wang d, pirelli l, kliger ca. Percutaneous retrieval of a ruptured sapien ultra balloon: the reverse umbrella technique. Jacc cardiovasc interv. 2022 jan 24;15(2):e17-e19. Doi: 10.1016/j.jcin.2021.10.028. Epub 2021 dec 29. Pmid: 34973908.